Manufacturer narrative:
Conclusion and justification status for MDR: update august 26, 2015: patient medical records and x-rays received. From a medical perspective, based on the information available to be reviewed, it is not possible to determine if the complaint is product related. X-rays were reviewed, and no evidence indicating a device nonconformance was found. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is a duplicate report of 1818910-2013-18400. This report, 1818910-2012-83217, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-18400.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Compliant to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: palacos bone cement. Event: this was used in conjunction with depuy product in this patient.

Event description:
Patient was revised to address nickel allergy. The tibial tray was also reported to be loose at the cement/bone interface; however, the manufacturer of the cement used at the time of original implantation is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
Examination of the submitted device did not reveal any evidence of product failure. Research of the submitted device confirmed it contains nickel elements. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No information was obtained. The investigation could not draw any conclusions about the reported patient nickel allergy. No evidence was found of product error and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.